Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, while out at the beach with her partner, she was feeling sick and started vomiting. The cgm and bg values were not provided. The patient¿s partner took her to the emergency room (ER). At the hospital, nurses from the ER performed a finger prick and the bg was at 1386 mg/dl while the tandem pump receiver showed 132 mg/dl. Nurses then removed the wearable. While at the hospital, intravenous (IV) insulin, potassium and IV sodium chloride (because her sodium was low) were given. She was feeling a bit okay after the medications were administered to her. She was discharged on (B)(6) 2025. She was stable when she was discharged. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken at the ER. No additional patient or event information is available.